Event description:
Guidant received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) died. The physician made an allegation that the crt-d undersensed ventricular fibrillation. A data disk was returned for analysis. Analysis of the disk revealed pacing with a flat shock channel electrogram and noise on the ventricular channel thought to be indicative that the pt had already died and the noise could have been due to movement, post mortem.